Event description:
A customer reported to beckman coulter that the coulter lh 780 hematology analyzer leaked less than 10 ml of blood from tubing near shear valve 85. The leak overflowed the spill tray and spilt onto the counter. The customer was wearing gloves, goggles and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes. No one had to seek medical attention. No erroneous patient results were generated and therefore there was no impact to patient treatment. Beckman coulter field service engineer (fse) confirmed a leak from shear valve cvl85, and replaced the tubing from blood sampling valve to shear valve. This repair resolved the leak. The fse verified the service activity per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).